Manufacturer narrative:
Results: the benchmark was kinked approximately 2.0 cm, 73.0 cm and 97.0 cm from the hub. The device was ovalized approximately 99.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a leak and revealed a kink near the hub, underneath the strain relief. If the benchmark is forcefully manipulated at extreme angles during use, damage such this may occur. During decontamination, the benchmark was flushed with air while submerged in the bleach solution, and bubbles were observed coming from the kinked location underneath the strain relief. Further evaluation of the device revealed additional kinks and an ovalization on the catheter. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark), non-penumbra 6fr short sheath, and non-penumbra microcatheter. Approximately halfway through the procedure, the physician noticed a leak near the hub of the benchmark. Therefore, the physician increased flush and completed the procedure using the same benchmark, sheath and microcatheter. There was no report of an adverse effect to the patient.